Manufacturer narrative:
(D10) concomitant devices: 300-01-07 equinoxe, humeral stem primary, press fit 7mm. Standard cemented size 7 stem retained from osh surgery. 322-36-00 equinoxe 36mm rev shoulder liner +0: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 320-01-3636mm glenosphere: (B)(6). 320-15-02 rs glenoid plate sup aug, 10 deg: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side; followed by a revision due to painful hemiarthroplasty approximately 13 years after initial replacement. Subsequently, the patient has now experienced pain, stiffness without trauma consistent with coracoid/anterior humeral bursitis. As a result, after an injection was administered, 5 months following the patient underwent a conjoint tendon release, pec minor release, open biopsy, and scar excision. No further impact to the patient was reported. No other information is available.